Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument generated false low and/or high cholorine (cl) and sodium (na) results, and suppressed calcium (calc) results. No erroneous results were reported out of the laboratory. The samples were rerun and those results were reported. Customer stated that approximately 20 samples were affected, but only provided data from 1 sample. Field service engineer (fse) examined the instrument and replaced the carbon bridge and the na reference electrode due to a bubble on the face of the electrode. Fse verified performance per established procedures.